Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use, a smiths medical medfusion pump exhibited alarm and error message appeared. It was also reported that 10ml volume had been infused instead of 2ml that was programmed. The reporter indicated that the event resulted in prolonged or unexpected care. No further adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. No evidence of e.fail safe invalid interrupt alarm or overdose found in event history log. Accuracy test, occlusion test and all functional tests were performed, and the device performed as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced main printed circuit board (pcb) as preventative measured. Performed preventative maintenance and all functional testing.